Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a german patient developed a skin irritation. The patient reported she has fungal eczema under the front therapy pad. The patient reported possible bleeding. There was no alleged device malfunction contributing to the irritation. Patient was prescribed clotrimazole ointment by her gp. The medical outcome is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a german patient developed a skin irritation. The patient reported she has fungal eczema under the front therapy pad. The patient reported possible bleeding. There was no alleged device malfunction contributing to the irritation. Patient was prescribed clotrimazol ointment by her gp. The medical outcome is unknown as follow up attempts were unsuccessful. Supplemental report 10/05/2021: submitting report to correct section g4.